Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was able to continue using the pump and was advised to call back if the issue recurred, which the caller acknowledged and understood.